Manufacturer narrative:
(B)(4)after futher investigation by the quality engineers the root cause of this condition was assigned to user error.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be depleted main batteries. The main batteries were replaced to fix the reported condition. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.